Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to sensing of noise in the primary programming vector. Assessment of all vectors showed the secondary vector to be the viable programming option, with no evidence of noise/artefact during manipulation/isometrics. It was noted that the amplitude was significantly reduced in the primary and alternate vectors; however, x-ray did not show any visible changes in the electrode position relative to implant. Technical services questioned electrode integrity and whether any trauma had occurred to the implant site. The s-ICD was programmed to the secondary vector with resulting good signals. It was recommended to consider revision and whether a better electrode position could be achieved for this patient. The electrode remains in service and no adverse patient effects were reported.